Manufacturer narrative:
D9: 04-sep-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history found many dso alarms, and functional testing confirmed the reported issue. The cause was due to a defective dso sensor. The dso sensor and dso seal were both replaced.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that recurrent downstream occlusions were noticed. There was no reported patient involvement.